Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss). The physician reprogrammed the device to prevent oversensing. Technical services (ts) reviewed the reports and noted noisy signals. Ts noted that they were unable to confirm capture due to the noisy signals, which were not sensed. Ts suggested troubleshooting actions and possible resolution. The lead remains in use. No adverse patient effects were reported.